Manufacturer narrative:
The fixed core wire guide was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two non-conformances were noted. Both non-conformances were noted as documentation errors and they were corrected prior to further processing. A review of complaint history revealed there has been one other complaint associated with this complaint device and lot number 6921148. This complaint was for a different issue. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a fixed core wire guide malfunctioned during an unspecified procedure on a patient. The malfunction was described as the tip of the wire was separated from the core. As per the initial reporter, the procedure was approximately a year ago. The physician used a fixed core wire guide during that procedure, which was removed from patient's body when the intended procedure was completed. However, when the patient revisited the hospital after one year, it was discovered the tip of a wire guide was inside the patient's body. The remaining portion of the wire guide was removed from the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.